Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Additionally, it was reported that the cartridge was leaking from the o-ring. The issues were resolved by performing a cartridge change. Customer¿s blood glucose level was in 180-238 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.